Event description:
It was reported that during a transcatheter aortic valve implantation procedure involving the tav evfxplus-34 transcatheter aortic valve, a pre-implant balloon valvuloplasty was performed due to calcification. Following the implant of the valve, the nose cone of the delivery catheter system (dcs) caught the inflow of the valve, leading to positioning difficulties. A second valve was implanted valve-in-valve. It was noted that a procedural delay of 45 minutes occurred.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-34 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Second paragraph added h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure involving the tav evfxplus-34 transcatheter aortic valve, a pre-implant balloon valvuloplasty was performed due to calcification. Following the implant of the valve, the nose cone of the delivery catheter system (dcs) caught the inflow of the valve, leading to positioning difficulties. A second valve was implanted valve-in-valve. It was noted that a procedural delay of 45 minutes occurred. Additional information was received which confirmed that due to the dcs catching the inflow of the valve, the valve dislodged out of the annulus.

Manufacturer narrative:
Updated data: b5. D4. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the femoral artery was used as the access site. A pre-implant balloon aortic valvuloplasty was performed. A non-medtronic guidewire was used during the procedure. The valve was implanted inside the patient¿s native annulus using cuspal overlap technique. The training guidance for slow deployment of the valve was followed. Prior to slowly withdrawing the dcs, the nosecone was centered within the valve frame inflow by slightly retracting the guidewire. The dcs was not twisted or torqued during deployment. Per the physician, as the nosecone of the dcs and guidewire were being withdrawn, the nosecone slid towards the non-coronary cusp (ncc), catching the inflow portion of the valve, which caused the valve to dislodge. It was further reported that the patient had a calcified annulus that contributed to the dislodgement.

Manufacturer narrative:
Corrected data: h6. Fdd/annex a code a150203 was omitted from this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.